Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in india. The technical service report indicates: problem description: (symptom):fogging problem. Action taken at site (diagnosis):checked the camera head. Cleaned the coupler and camera. Final report: no fogging observed, now working in good condition. Probable root cause: cables, connectors, digital board, power supply, filter fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head (sensor, sensor cable), coupler, 1488 & 1588 extension cable, intermittence while using rf devices, problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, manufacturing service nonconformity. The reported failure mode will be monitored for future reoccurrence.